Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a hemostatic clipping of the duodenum. According to the complainant, the patient presented with an active bleeding duodenum. The physician attempted to perform the duodenoscopy, with a resolution clip. The clip was inserted into the scope, when the clip was advanced, the physician attempted to open it. The clip would not open. The device was removed. It was observed that the clip was stuck at the end of the catheter. The clip fell off when it was touched. Another resolution clip device was used to complete the procedure. There has been no report of injury or complications to the patient due to this event. Patient status post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (failure to open). The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).